Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-01166. It was reported that the patient is experiencing a shocking sensation from her scs system when it is on. The sensation travels up and goes beyond the level of stimulation. The patient had fallen on her back the previous day. An sjm representative met with the patient and diagnostic tests were good and x-rays showed no migration. Currently her scs system is turned off. She is working with her physician to determine the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.